Event description:
The customer reported that the ventilator remote alarm connector was broken. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation of the unit, the manufacturers service technician reported the remote alarm connector on the main pcb board was loose and when the remote alarm was tested it was working intermittently. The service technician replaced the main pcb board to correct the finding. Applicable final testing was completed and tests passed per operating specifications.